Event description:
A 3.25mm x 15mm nc sprinter rx balloon dilatation catheter was inserted into a patient for treatment of right coronary lesion, with no particular calcification and little tortuosity. Patient status is reported to be good. No clinical sequelae were reported. This device was returned to the manufacturing site. On evaluation of the returned device, a small longitudinal slit in the distal balloon cone was noted. The physician did not note a problem with this device and no pressure drop was noticed.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: other - physician did not notice an issue with the device.